Event description:
It was reported that the dexcom g7/g6 sensor experienced intermittent bluetooth communication failure when attempting to pair with the ilet, resulting in pairing failure to the ilet only; user was guided to toggle between g6 and g7 settings, restart the ilet, and allow time for pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the systems, consistent with intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.